Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 600 ml, flow rate: 14 ml/hr, procedure: spinal fusion, cathplace: back. It was reported by the patient's wife that the patient was in extreme pain and saying that the pump was empty. The patient's wife had to interpret for the patient since he was in too much pain. It was stated that the 600 ml pump was completely empty (emptied in 60 hours) and they were concerned that it infused too quickly. The pump was set at 5-7 ml at each port for a total of 10-14 ml-hr. It was noted that the patient was not able to get pain medication as well. The pain was stated to be 10/10. The patient was otherwise stable and there were no complaints of side effects from the medication. No further information was received.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. No information is provided regarding the use of the product being outside of the recommendations from the instructions. The physician is a long time user of the pump and is not new to use of it. The end-user does not report any side effects that can be attributed to the use of the mediation in the pump. Root cause could not be determined. All information reasonably known as of 21-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.